Event description:
Clinic reported that, when responding to a venous pressure low alarm, small air bubbles were observed in the venous line passed the ultrasonic air bubble detector and up to the pt's access site. There was no pt injury or medical intervetion.